Event description:
Customer's sister/(B)(6) called in as the caregiver for enduser/(B)(6) alleged that since they moved the lift on thicker carpet, it is harder to push. Caregiver is aware of the warning on the lift regarding the carpet. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9805, serial number/date code (B)(4) is approximately 1 year 8 months old. The owner's manual part number 1024492 rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer has had the lift for approximately 2 years. The consumer recently moved ((B)(4) 2011) and the carpeting in the new home is thicker than what he had in the previous home. Caregiver was aware of the warning on the lift regarding carpet. The caregiver allegedly injured her arm from pushing the lift over a period of time. She is currently receiving therapy for this alleged injury. She stated that the lift is allegedly difficult to push on this type of flooring and is aware that there is a label to this effect on the lift itself. The label states ''do not roll caster base over deep carpet, raised carpet bindings, door frames or any uneven surface that may cause the patient lift to tip over.''